Manufacturer narrative:
(B)(4) - the lot was manufactured from 02/22/2012 to 02/23/2012.the device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor stopped flowing during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.